Event description:
It was reported that a patient experienced a stroke. During a pulsed field ablation (pfa) procedure a farawave was used to perform an off-label cti and mitral ablation. 11 mg of nitroglycerin was given to the patient. During the recovery of the procedure, the patient experienced signs of stroke. A magnetic resonance imaging was performed and confirmed the lesions. No further information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.